Manufacturer narrative:
Date returned to manufacturer. Subject device has been received and an investigation summary: was completed. The complaint description does state that the prodisc-l inserter for size m is broken and that fragments were generated. But the visual inspection has shown that the inserter is intact, there is no breakage visible. Regarding the breakage is this complaint unconfirmed. The complaint description does also state that is was not possible to attach the implant to the inserter, regarding this statement is the complaint confirmed as it was not possible to attach our demo implant (ssx524k lot 51217277) as required onto inserter in the received condition, actually it was not possible to lock the implant on the rotatable arms. The manufacturing documents were reviewed and no complaint related issues were found, this device was manufactured in may 2007 according to the specification. The received inserter is in an often used condition with some hammer blow marks on the top part and some stress marks at the pins. This indicates that this device was used many times without any problems and speaks against any product related issue. The complained malfunction was caused by the rotatable arms, because it was almost impossible to turn them as they were very rough-running. During the investigation the locking mechanism was lubricated with oil and afterwards the device was functional as required again, the demo implant could easily be attached and locked. Based on this finding we conclude that no or insufficient lubrication of the movable parts did lead to this occurrence. In this relation the important information leaflet al with reprocessing instructions can be pointed out. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing date: 10-may-2007. Review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All (B)(4) parts of the lot were checked 100% for important features and for function with a special gage 13.6001 and 13.6012 at the final inspection on 09-may-2007. No ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a procedure on (B)(6) 2017, the prodisc l inserter would not attach to the implant. When turning the inferior arms to engage the implant, the implant endplate was not attaching to the inserter with a solid connection. The inserter broke during surgery. All fragments were retrieved. Surgery was completed successfully without delay utilizing a second inserter. Concomitant devices reported: prodisc l superior plate (part ssx660k, lot l048464, quantity 1), prodisc l inferior plate (part ssx524k, lot 9951528, quantity 1), prodisc l polyethylene inlay (part ssx626, lot 9945393, quantity 1). This report is for one (1) prodisc l inserter. This is report 1 of 1 for (B)(4).